Event description:
Received information the physician was unable to insert the lead into channel two of the battery. There were no issue with channel one, but the lead could not be passed easily into channel two. On visual inspection, the hole seems smaller than that of channel one and appears slightly occluded. A new battery was opened and used. No injury or affect to the patient.

Manufacturer narrative:
(B)(4).